Event description:
Dear sir/madam, one of our patients has repeatedly complained about having to use faulty canulas once or twice a week. Firstly, these canulas screw incorrectly and, secondly, fail to deliver the product. They are bd microgfine ultra styl mm needles (cip (B)(4). My patient is going to bring back the faulty canulas and the batch number in case you want to examine them. I thought it might be interesting to pass this information on to you. This is the second time we have brought this to your attention. Best regards.

Manufacturer narrative:
This medwatch report is both an initial and final submission as the investigation has been completed. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.